Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the low 40 mg/dl range, and was taken to the emergency room. Tandem technical support reviewed pump logs and found a 10 unit override bolus was delivered. Customer stated that they accidentally entered in and delivered the 10 unit bolus. Customer was treated through intravenous insulin and dextrose while in the emergency room, and was released approximately and hour and a half later.